Manufacturer narrative:
This report is submitted on april 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and infection at the implant site. Subsequently, the patient was prescribed oral antibiotics on (B)(6) 2017 (duration not reported).